Event description:
The customer's parent called and reported the customer's blood glucose went up to 595 mg/dl. His symptoms included vomiting, migraine headache, dehydration, and ketones. The customer was treated with the insulin pump and healthcare provider was contacted. The customer reportedly had a defective infusion set tubing. The customer's latest blood glucose was 176 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.